Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan result of 55 mg/dl on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to low sensor readings the customer self-treat with orange juice. As a result the customer experienced hyperglycemia symptoms of thirsty and measured blood glucose result of 260 mg/dl on competitor brand meter and again self-treated with insulin (dose/type unknown). When the provided results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The length of the wear was 10 days. There was no report of death or permanent impairment associated with this event.